Event description:
Int'l affiliate reported a home pt noting a pt extension set that leaked at the connection during use. No pt injury or medical intervention was associated with this incident per the int'l affiliate.